Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient visited the emergency room and was subsequently admitted to the hospital with diabetic ketoacidosis (dka) on (B)(6) 2025. Exact blood glucose values were not provided. The patient reported that the pod ceased operation after 24 hours of wear and alerted with a hazard message. The specific message was not reported. Symptoms reported included vomiting, physical activity leading to further vomiting, exhaustion and the inability to eat or drink. The patient was treated IV fluids, insulin and paracetamol for muscle pain. Blood tests and urine tests were performed. As blood glucose levels declined, which stabilized blood glucose. The patient applied a new pod. The patient was released the following day ((B)(6) 2025).